Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with gentamicin, intraperitoneally (dose and frequency not reported). Five days after being admitted to the hospital, the patient was discharged. It was reported that the patient recently finished the antibiotics (date unspecified) and the patient will have a repeat culture done to be sure the patient was clear of the peritonitis (unspecified future date). At the time of this report, the patient was recovering and dianeal therapy was ongoing. No additional information is available.